Event description:
The device was returned for service. During service by baxter, a broken door assembly was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA march 6, 2007. The facility representative reported "noisy pump mechanism" during bio-med testing. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found that the pump noise was caused by a broken door assembly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.